Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
It was reported that the patient had a third lead revision due to lead fracture. The revision was done in (B)(6) 2009, and at that time the implantable neurostimulator (ins) was also moved to the left buttocks in the back. Additional information received from the health care provider (hcp) reported that the impedances had been normal.